Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that a "?" Mark appeared on the air bubble detector (abd) icon. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no delay or adverse consequences to the pt.